Manufacturer narrative:
Material number updated in the b tab and d from unknown to updated number 2420-0007.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated it was reported by customer that drip chamber separated from tubing.

Manufacturer narrative:
The customer reported the drip chamber separated and returned one sample of material unknown. The sample verified the complaint of drip chamber separation. The tubing/drip chamber was found to have insufficient solvent when examined under a microscope. The sample was examined, and the material was found to be 2420-0007, one of four different lots. Potential lots are 24075404; 24075405; 24075328; 24075329. The manufacturing site found the root cause for the separation to be related to incorrect insertion of tubing into the solvent dispenser by the production personnel. An accessory was implemented by the plant on october 30th, 2025, to assist and guide the tubing correctly into the solvent dispenser by production personnel. A device history record review was performed on material 2420-0007, and each of the four potential lots. There was one quality notification issued for the failure mode reported by the customer during the production build of this set, for one of the lots, related to damage.

Event description:
No additional information.

Event description:
It was reported that unspecified bd infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that drip chamber separated from tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed